Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Suspected cause was due to the customer¿s settings requiring adjustments. Technical support confirmed pump was operating as intended and customer resumed insulin therapy with option to readjust sound settings if desired.